Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that 70 bd safetyglide¿ needles were blocked during the vaccine injection. The following information was provided by the initial reporter: "customer called in stating that the product 305916 they have 70 defective they dont allow the vaccine to pass".

Event description:
It was reported that 70 bd safetyglide¿ needles were blocked during the vaccine injection. The following information was provided by the initial reporter: "customer called in stating that the product 305916 they have 70 defective they dont allow the vaccine to pass".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter e-mail: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.